Manufacturer narrative:
(B)(4) date sent: 1/16/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: I spoke with the circulating nurse who was working the case during this issue. She indicated that the unit did power on. She said that it was noted by staff that the green check mark (which indicates completion of the firing sequence) was illuminated prior to placement of the anvil. An attempt was made to fire the device however it would not function. At this point a new powered circular stapler was retrieved and the case was completed with no additional issues. There were no protruding staples there were no issues with the anvil. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, an issue with power circular stapler. During a procedure the or went to use it and it appeared to have already been started. They were unable to fire it. They did get a new one and it worked just fine. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. D4 batch #772d50. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis determined that the cdh29p device arrived with no apparent damage, only the anvil half washer was present, and the device was fully loaded with staples, indicating it had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed, the green checkmark illuminated, indicating the device was not reset. No functional test was performed due to the condition of the device. Disassembly verified the internal components, and the cam was rotated so that it was touching the stop switch actuator. A product issue was identified and correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ees quality system. A manufacturing record evaluation was performed for the finished device batch number 772d50, and no non-conformances related to the reported complaint condition were identified.